Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes customer reports that the cover is loose, thus causing the specimen to leak. This event occurred 80 times. The following information was provided by the initial reporter. The customer stated: the cover is loose, causing the specimen to leak.

Manufacturer narrative:
Investigation summary: bd did not receive samples, but 2 photos were provided for investigation. The photos were reviewed and indicated failure mode for cocked stoppers was not observed. Additionally, 100 retention samples were visually inspected with hemogard closure assembly correctly assembled and placed on tubes. There were no cocked stoppers identified that would cause hemogard closure assembly to not be applied correctly. 10 retention samples were draw-tested with all weights being within specification limits. No issues with loose hemogard closure assembly or separating during or after draw-testing completed. Based on a review of device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of cocked stoppers. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes customer reports that the cover is loose, thus causing the specimen to leak. This event occurred 80 times. The following information was provided by the initial reporter. The customer stated: the cover is loose, causing the specimen to leak.